Event description:
Approximately, ten years ago I had lasik surgery. After the surgery, I experienced halos and starbursts around lights at night and double vision at night such that headlights and street lights were double. This problem has improved over the years, but, I still have problems at night with lights - milder halos and starbursts. If I had a choice now, I would not have lasik surgery.